Event description:
It was reported that, "poly was opened for case, and the insert itself had a sticker attached to the bottom of it. Sticker spanned the whole base of the poly. It appears to be a sticker with the implants lot code on it. It didn't implant, and we ended up using a cs liner instead."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.